Event description:
It was reported that over-sensing of noise was noted on the right atrial (ra) lead. The physician observed an insulation breach, which was repaired previously. The ra lead was capped and replaced on (B)(6) 2024. There were no adverse health consequences, the patient was stable.